Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle pierced through the shield when recapping after priming. The following information was provided by the initial reporter, translated from japanese: "in the nurses's station, an hcp aspirated humulin r and did priming. The hcp then did recapping to move to the patient's ward. Without noticing that the needle was piercing through the shield upon recapping..."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for cannula through shield due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.